Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: product ID: evproplus-26, serial#: j136025, ubd: 16-dec-2024, UDI#: 00763000211059 other medical products in use during the event include: product ID cook lunderquist guidewire (lot: unknown); product type: guidewire; implant date n/a; explant date n/a product ID 20 mm x 40 mm unknown balloon (lot: unknown); product type: dilatation balloon; implant date n/a; explant date n/a select patient information cannot be included in the regulatory report due to regional privacy regulations. Updated: b5, e1, e3, h6, h11 corrected: b1, d4, h4 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed with a 20x40 balloon. The valve was implanted successfully. Upon removing the delivery catheter system (dcs), the nose cone caught the leaflet of the valve and dislodged the valve toward the aorta. A balloon was used with the aid of the loop catheter and the valve was anchored in the ascending aorta. A second valve was implanted. No additional adverse patient effects were reported. Additional information was received that the patient anatomy had mild calcification. Right femoral access was used for the procedure. The valve was implanted in the native annulus using the cusp overlap technique. Slow release was used for deployment with the dcs nose cone centered and the non-medtronic (lunderquist) guidewire retracted slightly. Per the physician, the cause of dislodgement was not known.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: product ID: evproplus-26, serial/lot #: (B)(6), ubd: 16-dec-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed with a 20x40 balloon. The valve was implanted successfully. Upon removing the delivery catheter system (dcs), the nose cone caught the leaflet of the valve and dislodged the valve toward the aorta. A balloon was used with the aid of the loop catheter and the valve was anchored in the ascending aorta. A second valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d4, h2, h3, h6 image review: intraprocedural fluoroscopic images were provided for review of the event. Patient¿s executive summary was provided for anatomical review. Patient¿s annulus perimeter measured 67.8 millimeter (mm) with a perimeter derived diameter of 21.6mm suggesting a 26mm evolut. The aortic valve appeared to be mild to moderately calcified. Fluoroscopic valve load inspection of the new valve was not performed thus it is not possible to validate a good load. It was reported that a pre balloon aortic valvuloplasty was performed. The images showed the initial deployment of the valve but not the full release. It was reported that following the valve implantation, the nose cone interacted with the valve causing it to dislodge. Of note, medtronic recommends caution while withdrawing the delivery catheter system to minimize interaction with the evolut frame. A balloon was used to reposition the valve in the ascending aorta and a snare was used to secure it. As stated in the instructions for use (IFU): physicians should use judgment when considering repositioning a fully deployed bioprosthesis (for example, using a snare, balloon, and/or forceps). Repositioning the bioprosthesis is not recommended, except in cases where imminent serious harm or death is possible (for example, coronary occlusion). Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery. A second valve is seen being implanted but images of the released valve are not available. As listed in the IFU, potential risks associated with the implantation of the evolut pro+ bioprosthesis may include, but are not limited to, the following: prosthetic valve migration/embolization. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.